Event description:
It was found through an obituary that this patient passed away after an extended illness. The patient's last treating neurologist indicated that approximately 3 months prior the patient's death the patient's next appointment was cancelled as the patient was on palliative care. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
The patient's death certificate indicated that the patient passed away due to urosepsis from bladder cancer. The cause of death was considered natural. This is not expected to be related to vns therapy or surgery. No further relevant information has been received to date.